Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal tore during rolling of the seal. A replacement unit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the delivery device was returned separate from the loading device. The seal and the tension spring assembly were inside the body of the loader. The green slide lock and the white plunger were not depressed on the delivery device. There was slight evidence of blood on the device. When the loading device was disassembled to view the seal, it appeared that the seal had cracked. Based upon the received condition of the device, the reported complaint "seal cracked" was confirmed. Internal file number - (B)(4).